Event description:
It was reported that the patient underwent a gynecological procedure to treat sui on (B)(6) 2005 and mesh was implanted. Additionally, it was reported that the patient underwent another gynecological procedure on (B)(6) 2011 and mesh was implanted. It was further reported that the patient experienced pain, erosion of her internal tissues, extrusion, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, organ perforation and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Urinary/bowel problems, recurrence, dyspareunia. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent a gynecological procedure in order to treat recurrent pelvic organ prolapse, enterocele, and stress urinary incontinence and mesh was implanted along with the concurrent procedure of mesh excision (old mesh rolled along vaginal wall).